Manufacturer narrative:
On 30-aug-2021, bwi received additional information regarding the event. It was confirmed that the sheath was not used on the patient. It was immediately replaced with a new vizigo. The device was brand new one, not reprocessed. The physician inserted the vizigo sheath into the patient body and as he tried to insert the ablation catheter, he realized that there was a clot in the insertion valve, therefore he removed the vizigo sheath from the patient body and took a brand new vizigo sheath. Also the second vizigo sheath was not a reprocessed sheath. Additionally, on 6-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-oct-2021, the product investigation was completed. It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath had a clot in the insertion valve. Vizigo sheath display a clot in the insertion valve. Sheath was replaced with a new one. No consequences for the patient were reported. Device evaluation details: visual analysis of the returned device revealed that carto vizigo sheath was returned in good normal conditions. Irrigation test was performed using a lab syringe and device was irrigating without issues. A device history record evaluation was performed for the finished device 00001615 number, and no internal action was found during the review. It should be noted that product failure is multifactorial. Irrigation issue may contribute to a thrombus formation and the precautions included in vizigo instructions for use (IFU) includes the usage of best practices for irrigation as a recommendation to minimize the potential of thrombus formation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium. The sheath had a clot in the insertion valve. Vizigo sheath display a clot in the insertion valve. Sheath was replaced with a new one. No consequences for the patient. Additional information: the clot was located at insertion valve. The system did not present any error messages and the physician/user did not have any product problem. No, the issue is related to vizigo sheath, not the catheter. The issue happened before the ablation phase. Q-mode controlled mode, temp. Cut off 50¿c. Temperature, impedance and power are not available as the issue happened before the ablation phase. The patient has not exhibited any neurological symptoms since the procedure was completed. The physicians opinion on the cause of this clot: bwi product malfunction. The patient outcome fully recovered (no residual effects). The patient did not require extended hospitalization because of the clot. Thrombus/clot is MDR-reportable.